Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer cancelled getinge's service request and has advised that the display worked after turning the iabp off and the on again. The iabp was repaired and returned to service.

Event description:
It was reported that during startup the cs300 intra-aortic balloon pump (iabp) screen went blank. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Corrected data: this intra-aortic balloon pump (iabp) is not a single use device.

Event description:
It was reported that during startup the cs300 intra-aortic balloon pump (iabp) screen went blank. There was no patient involvement and no adverse event was reported.